Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent and damaged cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported prolonged high glucose readings in the 300 mg/dl to 400 mg/dl range (16.7 mmol/l to 22.2 mmol/l) that did not decrease until the pod was replaced. The incident occurred on january 6. The patient could not identify a specific error message. Upon inspecting the removed pod, the patient observed the cannula appeared bent and likely broken near the top where it enters the housing. The pod was worn on the upper arm between 5 and 24 hours, and no insulin leakage or bleeding was observed. No medical assistance was required.